Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Patient reported "pain, lumpiness and soreness" and that they are "concerned about the risks associated with them". Patient later reported "breasts are like rocks", "unable to lay comfortably on my stomach", "implants sit relatively high on my chest but there is sagging beneath them", "tingling", "moving quickly to certain positions causes pain", and "capsular contracture, baker grade iii or IV". This relates to the left device. The device remains implanted.